Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced a 2-degree reduction in cataract receptor. The clinical reason for this change was that the uncorrected visual acuity (uva) measurements of 20/100 were deemed inadequate. The lens was explanted and replaced with monofocal lens in a secondary procedure. Additional information was received as secondary to denseness of the cataract that was present before the patient's cataract surgery. The patient's uncorrected visual acuity (uva) prior to the surgery was measured at 20/100. However, it was noted that the measurements taken during this time were not accurate.